Manufacturer narrative:
The manufacturer was unable to conclusively determine the reported event of a driveline infection as the device was disposed of after the pump was exchanged, and therefore was not returned to the manufacturer for evaluation. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient's lvad was exchanged due to the patient's driveline infection. The patient remains ongoing on the new lvad.